Manufacturer narrative:
Eval method: device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specs and no anomalies were found. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (b)(462 009, the pt was implanted with an scs system. On (B)(6) 2010, it was reported that the pt's ipg stopped communicating with the charging system and pt programmer. The pt also reported feeling short burning sensations at the ipg site. On (B)(6) 2010, the pt was sent a new charger and programmer. The new charger failed to locate the ipg. It is unk at this time what the next course of action will be.